Manufacturer narrative:
Updated fields: b4, e1 initial reporter, g3, g6, h2, h6, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during a routine training class, the cardiosave intra-aortic balloon pump (iabp) had an error message. There was no patient involvement reported and no injury or harm reported. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Event description:
It was reported that during a routine training class, the cardiosave intra-aortic balloon pump (iabp) unit after powering-up, noticed an error message for battery number 2 and not registering, charging or visible on console. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.